Event description:
It was reported that prior to starting, pre-anesthesia of a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument's tip was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The mcs instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken blade tip to be related to the customer reported complaint. The instrument was found to have one of the blades broken at the tip. The broken piece was not returned.